Manufacturer narrative:
The company is attempting to have the unit returned for investigation and additional information on the incident and unit in questioned obtained. Once this information has been obtained a followup report will be submitted.

Event description:
The company was notified on december 23, 2015 of an adverse event involving a liquid oxygen of unknown model and serial number. This event allegedly occurred on (B)(6) 2013 and is described as: the "liquid oxygen tank placed in [the patient's] home fell on [the patient], pinning him down and began spilling liquid oxygen that burned his feet, legs, buttocks, and scrotum. [The patient's wife] alleges she was burned as well when she tried to assist her husband. The company is attempting to obtain more information regarding this incident including the serial number and model of the subject liquid oxygen tank. The tank is currently being requested for testing purposes.

Manufacturer narrative:
This follow-up report is to supply the serial number and model of the unit involved in the incident. The company is attempting to have the unit returned for investigation. Once additional information has been obtained, a second followup report will be submitted.